Event description:
It was reported that the "excessive fiberlife activity" message was received while using three surgical fibers during a prostate procedure; the fiberlife issues occurred at 26,685 joules, 50,336 joules and 135,299 joules of use respectively. The case was completed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-335b-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the fracture; the metal cap exhibits moderate char; the glass cap/fiber has pushed forward in metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.